Event description:
On (B)(6) 2017, a 17mm regent heart valve was selected for implant. During the procedure, the leaflet fractured into 3 pieces while rotating, and the device was removed. Additional details have been requested.

Manufacturer narrative:
Product evaluation: an event of the leaflet fracturing into 3 pieces was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 17mm sjm regent heart valve was selected for implant. During the procedure, the leaflet fractured into 3 pieces while rotating the device. The device was removed and another 17mm sjm regent heart valve was implanted. The procedure was extended but no additional measures or medications were necessary to care for the patient. No patient consequences have been reported as a result of this delay.

Manufacturer narrative:
The reported event of the leaflet fractured into 3 pieces was confirmed. One of the two leaflets was dislodged and fractured into three sections. The returned pieces of the fractured leaflet were pieced together and the entirety of the leaflet was received. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet or orifice damage. Rather, the leaflet and orifice damage may have been caused by some external force applied to the orifice and leaflet, which overstressed the carbon material and resulted in the damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.